Manufacturer narrative:
One kendall scd for home use was returned to the service department with a non-specific issue. During triage testing the unit was found to have a burn mark on the power cord, confirming a defect with the unit. Therefore, the investigation will be considered confirmed. The root cause of the burn mark can be attributed to customer misuse. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Product kendall scd for home use was manufactured in 2012. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the service history records indicates there is no service history recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 09/26/2014.an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer returned the unit to a covidien service center as a back to stock unit. The covidien service technician found that the unit had a burn mark on the power cord.